Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pain pump had ran dry/empty. The event occurred during normal use. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the pump was set to a minimum rate. The pump ran out on a minimum rate. Regarding actions/interventions taken to resolve the issue, it was noted that the pump is on a minimum rate. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The pump remained implanted and in service. The patient¿s medical history and weight were indicated as having been requested but were not available. No patient symptom was reported. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.